Manufacturer narrative:
The event reported is an anticipated in the risk management documentation for transcatheter heart valve procedures. A previous investigation into this type of event is captured in an edwards lifesciences technical summary and applies to this complaint. Additional assessment of the failure mode is not required at this time. Due to the unavailability of the complaint device, engineering was unable to perform any visual inspection, functional testing, or dimensional analysis. Per the technical summary: the IFU, current risk mitigations including design and manufacturing controls, and training manuals have been reviewed, and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Per the instructions for use (IFU), valve thrombosis is a potential risk associated with the use of the transcatheter heart valves (thv). Use of the sapien transcatheter heart valves (all models) is contraindicated in patients who cannot tolerate an anticoagulation/antiplatelet regimen. In addition, it warns that valve recipients should be maintained on anticoagulant/antiplatelet therapy, except when contraindicated, as determined by their physician. Thrombosis is a rare and well-recognized complication associated with the use of bioprosthetic heart valves. Valve thrombosis is the formation of significant blood clots forming on the valve. Potential patient risk factors such as atrial fibrillation, systemic disease (e.g., systemic lupus erythematosus, inflammation, and damage to various body tissues, including joints, skin, kidneys, heart, lungs, blood vessels, and brain), the valvular disease itself, and reduced cardiac ejection fraction can contribute to increased risk of thrombus/thrombosis. Sub-optimal anticoagulation during the procedure and underlying patient conditions can also result in increased thrombogenicity. These patients are anticoagulated for the procedure and interventional best practices mandate meticulous preparation, aspiration, and flushing of the devices to prevent and/or remove clot(s). Short-term anticoagulation therapy may also be necessary after valve repair, anticoagulation is prescribed per institutional guidelines. Intra-procedural intra-cardiac thrombus and post-procedure or late valve thrombosis are complex processes triggered by the interaction between the host and the device which are highly variable among patients. It is the natural tendency of the body to form a clot on foreign objects in the vascular space and a definitive root cause cannot always be confirmed. The device training manuals instruct the operator to consider all procedural and anatomical factors. Edwards extensively trains physicians before they are qualified to use the device system. Training includes patient screening, device preparation, approach, deployment, imaging, procedure-specific training manuals, and proctored procedures. Operators are also instructed to use fluoroscopy in conjunction with echocardiography for optimal visualization during positioning and deployment and cautions include the maintenance of the patient's anticoagulation status (act at >250 seconds) during the procedure in order to prevent thrombosis. In this case, there was no allegation or indication a product malfunction contributed to this adverse event. Investigation results suggest/indicate patient conditions and/or procedural factors caused or contributed to this event but a definite root cause was unable to be determined. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of this adverse event is not required at this time. The device was used in off-label implantation in the pulmonic position. As there are no specific IFU or training materials related to pulmonic procedures, the available training materials were reviewed only for information potentially relevant to the device use. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. As such, neither a product risk assessment, nor corrective or preventative actions are required at this time. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. As such, neither a product risk assessment, nor corrective or preventative actions are required at this time.

Event description:
As reported by our united kingdom affiliates, during implant of a 26mm sapien 3 ultra valve in the pulmonic position by transfemoral vein approach in a patient with tricuspid valve disease and patent glenn shunt, the valve was implanted with good result (no gradient or residual regurgitation, the valve was expanded with visually no specific frame restriction), but 23 days post procedure, patient returned to clinic with mild breathlessness. An echo demonstrated severe central pulmonic regurgitation with the appearance of restriction of at least one leaflet, likely thrombosis. Clinical judgement was that the thrombosis occurred with abnormal distal flow from the patent glenn which was continuous non-pulsatile flow from superior vena cava-right pulmonary artery (svc-rpa). The likely plan is to replace the failed valve with a second percutaneous procedure.

Manufacturer narrative:
The results from the initial investigation remain the same.

Event description:
As reported by our united kingdom affiliates, during implant of a 26mm sapien 3 ultra valve in the pulmonic position by transfemoral vein approach in a patient with tricuspid valve disease and patent glenn shunt, the valve was implanted with good result (no gradient or residual regurgitation, the valve was expanded with visually no specific frame restriction), but 23 days post procedure, patient returned to clinic with mild breathlessness. The failure was felt to be hemodynamic due to patient condition in that the right atrium not driving flow. An echo demonstrated severe central pulmonic regurgitation with appearance of restriction of at least one leaflet, likely thrombosis. Clinical judgement was that the thrombosis occurred with abnormal distal flow from the patent glenn which was continuous non-pulsatile flow from superior vena cava-right pulmonary artery (svc-rpa). A new 26mm sapien 3 ultra was successfully implanted 4 months, and 16 days post procedure.